Event description:
It was reported that during an ion endoluminal transbronchial lung biopsy procedure, the patient experienced bleeding. The bleeding occurred after the biopsy and after the catheter was retracted. The physician cleaned the area and deployed a balloon blocker to stop the bleeding. At the time of the report, the patient's status was unknown. The intuitive surgical, inc. (Isi) endoluminal sales associate (esa) was present during the procedure and reported that the case was completed. It is unknown if the bleeding is related to the ion procedure. Isi followed up with the initial reporter and obtained the following additional information: the physician stated that the ion system did not malfunction and performed as expected. The lesion was a neuroendocrine tumor, a carcinoid, that was very small. Two areas were biopsied: the left upper lung and the left lower lung. A very small amount of bleeding was noted from the lesion in the left lower lung, which was 8cm in size and 3cm from the pleura. The physician stated that the bleeding was not unexpected and that carcinoid tumors "always bleed." Initial treatment was with cold saline, which did not stop the bleeding. As a result, the physician used a balloon blocker that was placed for about five minutes, which stopped the bleeding completely. The total blood loss was about 100cc. The patient was still anesthetized, so no symptoms were reported. The patient was not on any anticoagulants or antiplatelets. The patient recovered as usual and was discharged home the same day, around 6-8 hours after the procedure.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint.